Event description:
It was reported the during a wedge resection procedure, the staples malformed. The surgeon reloaded a new cartridge on the same device and fired without any problems on the 2nd and 3rd firings. There was no pt consequence.